Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter separated from the catheter during patient use. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and baxter sent the device to a third party for evaluation. No abnormalities were identified during visual inspection. The device met all specifications during functional testing. The reported condition was not confirmed during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.